Event description:
Patient reports that nebulizer is defective and needing a new one. Unknown type of defect. Unknown if device is available for return. Unknown if pt missed any doses. No adverse events reported. Unknown if md is aware. No further information provided. Serial number- (B)(6).